Event description:
Healthcare professional reported one month after injection of juvederm ultra plus xc in the nasolabial folds , pt developed "hardening" and a "stony nodule in the whole region of the filler." Pt was concomitantly injected with juvederm volbella to the lips and sculptra in the malar region. Pt was treated with an "oral antibiotic, oral corticoid, injection of hyaluronidase, radio frequency, micro pulse shield and corticoid injections." The nodules were initially visible, currently they are only palpable.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: induration or nodules at the injection site.